Event description:
In late 2007, the pt reported that over the past month, half of her infusion sets have fallen off of her body within an hour of use. She stated that she received this shipment of infusion sets in november and the package was left outside on her porch all day before she returned home. She stated she began using the second box of infusion sets from that shipment and she continues to have the same concern with the adhesive. She stated that the adhesive does not appear top be as sticky and they "wrinkle" more than usual. She stated that she has been using her lower abdomen as an infusion site and she does have more perspiration there. No physiological effects were reported. The pt was sent replacement infusion sets and an insertion device. Upon follow up in early 2008, the pt stated she has no more issues since beginning use of the replacement infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product is available for return.

Manufacturer narrative:
No product will be returned for evaluation.